Manufacturer narrative:
On august 25, 2021, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile". Field d4 for catalog number has been updated to "3501685". Field d4 for lot number has been updated to "5672738". Field d4 for unique identifier( UDI) has been updated to (B)(4) field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On september 2, 2021, the mentor failure analysis lab received the device for evaluation. Date of explant under d6b has been updated to (B)(6) 2021 as per information received with the device. On september 6, 2021, device evaluation was completed. Device evaluation summary: leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation after chest injury. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a unknown size unknown saline implants on both sides and experienced bilateral breast implant deflation postoperatively diagnosed after physical exam. It was reported that the patient experienced trauma after mammogram. As a result, the patient underwent bilateral explantation and replacement with unknown saline devices on (B)(6) 2021. This medwatch report is for the patients right-sided device.